Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Results - is based upon evaluation of the user facility information and the return sample; is based upon testing of the undamaged section of the returned sample. Conclusions - is based upon evaluation of the user facility information and the return sample; is based upon testing of the undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the outer layer (ptfe coat) had been removed from the wire. Magnifying inspection around the damage of the outer layer (ptfe coat) revealed that the outer layer (ptfe coat) had been sheared off the wire. The outside diameter was measured on the undamaged segments along the total length and confirmed to be within manufacturer specifications. The adhesive strength of the outer layer (ptfe coat) to the core wire was determined on the undamaged segment and verified to be equivalent to that of the current product sample. Functional testing was conducted and was able to reproduce the reported defect. These tests were conducted on a current product sample of the visiglide guide wire. Test #1: the ptfe coated segment of the test sample was pushed against a sharp tool and pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. Test #4: the forceps elevator on the endoscope was raised while a guide wire was inserted. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been previously reported. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the investigation it is likely that the actual sample had close contact with a sharp object and in this state it was subjected to pulling and pushing actions while being inserted and withdrawn, when it was exposed to abrading forces which exceeded the coating's adhesive strength. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument: use a spare instead. Damage or irregularity may compromise patient or user safety, present an infection control risk, cause tissue irritation and patient injury such as punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more-severe equipment damage." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported damaged coating with the visiglide device. Follow up communication with the user facility reported the following information: (1) during an ercp case, the customer noted the coating had become rough/fluffy on 5 - 10cm from the distal end of the cross marking; (2) it was reported he does not know when it became like this; and (3) no patient involvement.